Event description:
It was reported that the patient presented to the clinic for a follow-up on 1 feb 2023. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was elevated and out of range. Physician capped the rv lead and replaced it on (B)(6) 2023. The patient was in stable condition.